Event description:
Healthcare professional reported right side capsular contracture baker grade IV and superficial folds of varying size are observed. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec and opening curved on anterior. A visual and microscopic analysis was performed which identified creases fold, wear abrasion and puncture on anterior. Based on the device analysis the final assessment is: a striated punctured on anterior due to surgical damage like consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.